Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient state their battery had moved and would need to be revised. It was not clear if the patient was experiencing symptoms. The hcp stated they would schedule the patient for surgery as soon as possible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s battery was revised on 1/5. The physician removed the old battery, which was protruding out of the skin, and relocated the new pocket site on the left side; it was noted that there was no infection at the surgical site. The physician believed the cause of the ins moving was that the pocket was not tight enough and due to the patient having a high bmi, the battery flipped on its side and eventually pushed through the skin. It was noted that the revision was successful. No further complications were reported/anticipated.